Event description:
It was reported that the patient experienced coupling and/or communication issues. The antenna locate feature of the recharger was used and resulted in a power on reset (por) condition. The last recharge of the device occurred about one month ago. It was later reported that the patient was unable to adjust the stimulation and received a "call your doctor" icon on the programmer. The por condition was cleared and the issue was resolved. The stimulation was able to be turned on and used as expected.

Manufacturer narrative:
(B)(4).